Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging blister on and around mouth, breathing issue. The manufacturer also alleging particles in tubing/chamber. There was no serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging blister on and around mouth, breathing issue. The manufacturer also alleging particles in tubing/chamber. There was no serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of hair-like contaminants inside top enclosure and inside front panel, indeterminate black particleson back panel near air outlet and inside bottom enclosure, white dust-like particles and hair-like objects on blower, grey dust-like contaminant on blower box near inlet. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with grey dust-like contaminant on blower box near inlet and hair-like contaminants inside top enclosure and inside front panel, indeterminate black particleson back panel near air outlet and inside bottom enclosure, white dust-like particles and hair-like objects on blower were inconsistent with the sound abatement foam . The manufacturer confirmed there was no evidence of sound abatement foam degradation.